Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about few days post implant of 3dmax mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent revision surgery. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-oct-2014) is considered to be a best estimate. This emdr represents the 3dmax mesh (device #4). Additional supplemental emdr's were submitted to represent the perfix plug light (device #1 & #2) and 3dmax mesh (device #3). An additional emdr was submitted to represent bard flat mesh (device #5). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney: (B)(6) 2013 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of two perfix light plugs (device #1 and #2). Per operative notes, ¿on the left side, hernia sac was reduced into the internal ring. A large perfix light plug (device #1) was placed into the left internal inguinal ring and a patch was used to the floor of the inguinal canal using sutures. Attention to the right side, noted that there was a direct space hernia. A medium perfix light plug and patch (device #2) were tacked in the floor of the inguinal canal using sutures.¿ (B)(6) 2015- patient was diagnosed with recurrent bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of two 3dmax meshes (device #3 and #4) and partial removal of plug (device #1). Per operative notes, ¿patient had recurrent bilateral inguinal hernias, both appeared to be indirect. In the right side, the indirect sac was quite adhesed to the previously placed mesh (device #2). The hernia sac was dissected away from the mesh. A large 3dmax (device #3) right sided patch was placed and secured to cooper¿s ligament. On the left side, hernia sac was adherent to the mesh plug (device #1) and this portion of the mesh plug had to be removed. The sac was completely reduced, a left sided 3dmax (device #4) was placed and secured to cooper¿s ligament.¿ (B)(6) 2015- patient was diagnosed with recurrent bilateral inguinal hernias thereby underwent laparoscopic repair with implant of two bard flat meshes (device #5 and #6) and removal of mesh (device #1). Per operative notes, ¿noted recurrent inguinal hernias (direct). Hernia reduced, placed a right-sided bard mesh (bard flat mesh - device #5) and secured with protack device. Left hernia tapp performed with protection of epigastric and iliac vessels, previously placed mesh plug (device #1) entering hernia defect, part of this plug excised (device #1), but some of it remained given the dense surrounding adhesions, hernia sac was reduced, placed a left sided bard mesh (bard flat mesh ¿ device #6).¿ (B)(6) 2016 -patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with explantation of perfix light plug (device #2) and 3dmax mesh (device #3). Per operative notes, ¿patient had significant scar tissue and adhesions. The underlying mesh was densely adherent. Previously placed plug (device #2 and #3) which was protruding through the inguinal floor. This plug (device #2) was then explanted.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with removal of mesh (device #3). Per operative notes, ¿identified a piece of mesh seen adjacent to indirect space. Mesh piece (device #3) excised off surrounding structures.¿ attorney alleges that the patient had adhesions, hernia recurrence and pain. It is also alleged that the mesh had found protruding through the inguinal floor at the area of recurrence.